Event description:
It was reported the cysto table malfunctioned, no picture on the monitor screen. The staff member identified a connection loose at the back of the cabinet holding the computer. The staff member reported rad/biomed was called and reconnected this loose connection. Rad/biomed relook at this connection as it was loose again; he came and told me it needed a clamp applied to hold the connections together.